Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic investigation of returned suspect camera finds that upon initial power up, the amber fault light was not illuminated, but within a few minutes, it did light up. A check of the event log indicated intermittent hardware faults. The illuminator current has been moving in and out of range. Electrical failure mode, system fault code, directly caused the event.

Event description:
A medtronic representative reported a navigation system camera with a fault light that remained on. There was no patient present when this issue was identified.